Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 54 mg/dl at the time of the incident. The customer went high before they had the low incident. The customer experienced symptoms such as feeling funny and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low. The customer stated that the pump went blank and the screen had a line through it, and the pump was beeping. The insulin pump will not be returned for analysis.